Event description:
As reported, as per customer feedback, with this flotrac sensor the artery signal was unreliable, despite sufficient purge and back pressure. It was change from artery and signal was correct. On the other hand, the pressure head had to be changed once. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on available information, and since no product sample nor objective evidence was provided for investigation, a definite root cause is unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction.